Event description:
I use the dexcom app on my phone to monitor my blood sugar. This app usually makes a very audible sound from the phone speaker letting me know my sugar is low. Just recently, with a recent auto-app update, it has now taken control of phone calls as well-- making the sound through the car speakers and headsets, but this happens at maximum volume, this happened once in the car on friday while on phone with my mother, the kids were crying and saying their ears hurt for 30 minutes after. This also just happened as I was on a work call with my headset- know this is happening to others as well and dexcom needs to fix this app defect/bug before someone suffers permanent hearing loss.